Event description:
It was reported that the patient was experiencing a stiffness symptom, and physician does not think it was procedure related and unsure if it was device related. No further course of action will be taken at this time.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. (B)(6).